Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: unable to complete the standard follow-up, contact information was not provided. Note 2: this complaint event took place outside of the united states (china).

Event description:
Consumer reported complaint for high blood glucose test results; reference complaint# (if any): (B)(4). The customer is concerned with test results from results obtained of 7.1 mmol/l; consecutive testing results with true metrix were 7.1 mmol/l and 5.5 mmol/l. The customer¿s expected fasting blood glucose test result range is 3.9-6.1 mmol/l. No symptoms or medical attention associated with the use of the products was reported. The test strip lot manufacturer¿s expiration date is 10/29/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 03-oct-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: this complaint event took place outside of the united states (china).